Manufacturer narrative:
Batch review performed on 17 july 2018; lot 165075: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2020-05-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 12 july 2018; 1 year and 4 months after primary total knee replacement the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. According to the images received, surface damage seems to be limited to non-bearing areas, therefore little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other conditions may also play a role. Visual inspection of the explanted tibial insert secure fixation screw performed on 18 july 2018 by r&d product manager: loosened insert safety screw occurred about 1 year and 4 months after primary surgery and removed by arthroscopy. The head and the threaded part of the screw looks partially damaged. They have been plastically pressed once, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. Tibial insert, tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm) would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. But other unknown factors might also play a role in the event. No further considerations can be done basing on the available information .

Event description:
Tibial screw backout 1 year and 4 months after primary. The tibial screw was removed arthroscopically under general anaesthetic.